Manufacturer narrative:
As-received, the device's battery voltage was normal and above eri level. The device was then programmed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical and electrical stressing indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with battery voltage above eri. Analysis of device image indicated a false eri triggered approximately a month before the explant date which resulted from transient low battery voltage, consistent with the device being in high output mode. There¿s evidence from the device image that the autocapture feature was enabled and operated in high output mode at times. Further testing of the device found no high current or other indication of premature depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, it was observed that the device had reached end of life and premature battery depletion was suspected. The device was explanted and replaced. The patient was in stable condition.